Manufacturer narrative:
Date of event estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000027533.

Event description:
It was reported the patient's ipg had a low voltage and lead migration. It was also reported the patient experienced a trauma a few years prior. Surgical intervention took place on (B)(6) 2022 where the ipg and both leads were explanted and replaced to address the issue. Effective stimulation was restored.